Event description:
Healthcare professional reported via nbir right side device migration/implant, suspected/actual rupture/deflation, change size/shape/style, and ptosis. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.